Manufacturer narrative:
Physio-control provided the customer with technical assistance and isolated the reported issue to the customer's ac power adapter. A replacement ac power adapter was ordered for the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. The cause of the reported issue could not be conclusively determined.